Event description:
(B)(6) / my mother was tricked into buying their device for alzheimer's because of her slick marketing. It burned her scalp because it was a private-labeled device from china. Additional product details: the website claims FDA-listed (https://www.neuronic.online/) but it's not registered in the FDA database (https://www.accessdata.FDA.gov/scripts/cdrh/cfdocs/cfrl/textsearch.cfm) this company makes claims for devastating medical diseases they have no research or proof for right on their front page. They are stealing research unrelated to them while private labeling a device from china (https://www.neuronic.online/research/alzheimers-disease-and-light-therapy-research-neuron ic).